Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin shot. The customer reported that they received insulin pump had a power error detected alarm as well as power loss alarm. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer stated that the notification light did not immediately stop flashing. Customer troubleshoot was performed. Insulin pump will not be returned for analysis.